Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when completed.

Event description:
Pt had phlebitis and had to be treated with antibiotics. The alcohol swabs in the tray had fiber on the swabs that would come off on the pt's skin and had to be cleaned with saline. Pt had to have the PICC line removed.